Manufacturer narrative:
Additional information was received that the suture came out of the skin as normal suture would stick out. There is nothing sticking out any longer.

Event description:
A report was received that the patient had a non-device related weight loss and the suture at the pocket site had poked through her skin as the skin was thin. The patient had it stitched back up.

Event description:
A report was received that the patient had a non-device related weight loss and the suture at the pocket site had poked through her skin as the skin was thin. The patient had it stitched back up.